Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, patient noticed that the pump had powered off before battery change. Patient reported that the battery cap tightened properly and the pump did power up after battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.